Event description:
It was reported that the header of implantable cardiac monitor (icm) was broke during the explant procedure due to normal battery depletion. The patient was stable throughout the procedure.